Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's father described the reaction as very red and irritated, located on the right side of the upper buttocks. The affected area was treated with over-the-counter cortisone cream. Additionally, patient's father reported that (B)(6) 2016 the patient unable to wear a sensor due to the reaction. Patient developed an abscess at the insertion site, from the reaction, and was driven to the hospital on (B)(6) 2016. Patient had surgery to remove the abscess as there was a pus and fluid build-up. Abscess was cut open and drained. Patient's father stated that while the patient was healing, they developed a staph infection. Patient was prescribed an antibiotic post-surgery, to be taken for 9 days. Patient was released from the hospital on (B)(6) 2016. No additional event or patient information was provided.